Event description:
Edwards received information that a 21mm bioprosthetic valve was treated after an implant duration of nine years and four months due to unknown reasons. A 23mm non-edwards valve was implanted but embolised into the aortic root. Another 23mm valve was deployed with good results using the valve-in-valve procedure. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 21mm bioprosthetic valve was disabled after an implant duration of nine years and four months due to stenosis. A second device, a 23mm valve was implanted but embolised into the aortic root. A third device, a 23mm valve was placed through the second device and deployed with no aortic insufficiency. The patient tolerated the procedure well and was transferred to the cvs ICU in stable condition. The patient was discharged home on pod #2 in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm bioprosthetic valve was treated due to unknown reasons. A 23mm non-edwards valve was implanted but embolised into the aortic root. Another 23mm valve was deployed with good results using the valve-in-valve procedure. No additional information was provided.